Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: the black box shows unexpected por event on 07/20/16. The battery compartment is cracked at threads on the side, no battery cap was returned, test battery cap was able to fit to maintain electrical connection. The pump powers up with a dim and reddish display screen contrast, ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.